Event description:
It was reported t2 implant could not be secured in the meniscus, implant came out while cinching the suture. A backup device was available to complete the procedure, no patient injuries were reported.

Manufacturer narrative:
Device was returned for evaluation. Visual assessment of the device showed no ts or sutures remain on the insertion devices but were returned for examination. Examination of the constructs showed the distal end is missing from t1 on one assembly. Each needle is dramatically bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function due to the bent needle. Use error may have been a contributing factor to the event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.